Event description:
The customer reported that her insulin pump alarmed an error. The blood glucose reading was 260mg/dl. Advised the customer that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.